Event description:
It was reported that a capture threshold test revealed varying results between the capture threshold value and the programmed amplitude. It was noted that the printout was not reporting the same capture amplitude as shown on the device session record. An overview report at the end of the device interrogation confirmed that an error occurred while printing indicating that the programmer amplitude was the appropriate value.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.